Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the bedside monitor alarmed, however, the alarms did not show on the central station (piic). No adverse event or patient harm was reported.